Event description:
Ultherapy injured me badly, my face complete melted off all the fat. I have nerve damage and scar tissue where the machine was applied on my full face. I have jaw issues and breathing problems, on antibiotics. My situation is getting worse and worse. I'm in and out of the hosp, the company is misleading, not honest and never disclosed that their device was not FDA approved for a full face. I'm now currently in a lawsuit and they are calling their machine off label. FDA never approved this and for a full face. They do not let drs know this, this company merz should be put off of business and shut down completely. Please step in and help. This machine is not from the united states, it's (B)(6) that's letting this happen and stepping over the FDA boundary's, please contact me for more info; my case is set for trial (B)(6) 2020. It's been almost 4 yrs of complete torture what this machine destroyed my life, my face, my job, social life, it's been the most painful experience that anybody can go through. Please stop it. Thank you, (B)(6), my case is in (B)(6). Please contact me. Thank you. FDA safety report ID# (B)(4).